Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been scheduled for a revision due to high impedance that was seen roughly 2 months after the patient's prophylactic battery replacement. Per the company representative, the x-rays appeared normal, therefore the patient was referred for a revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received stating the patient underwent surgery, where the lead pin was re-inserted and the high impedance resolved. No new devices were explanted/replaced. No other relevant information has been received to date.

Manufacturer narrative:
G3 date received by manufacturer: initial report inadvertently listed incorrect date the report was received by the manufacturer. Correct date is 08/13/2024.

Manufacturer narrative:
D4 lot #, corrected data: lot number for the suspect device was inadvertently omitted from follow-up report #2.